Manufacturer narrative:
Date received by manufacturer was corrected.

Manufacturer narrative:
The hinges are located at the left and right side of the bed and allow regulation of the angle of the backrest and knee section. When the hinge became loose or damage and subsequently disconnects, a mechanical damage of gas spring (backrest damper) as well as backrest actuator may occur. The symptom of such failure is the collapse of the backrest section. The exact circumstances of the event remain unknown. No photographs or additional evidence showing the condition of the bed at the time of the failure were provided, which prevents a full assessment of the damage and limits the ability to determine whether any external factors (such as impacts, obstacles, or excessive force during movement) contributed to the malfunction. Therefore, a definitive root cause cannot be established. To sum up, the arjo device did not meet its specifications since components were found to be damaged. The patient was on the bed at the time of the event. No injury was sustained. This complaint was assessed as reportable due to an allegation of backrest hinge failure during patient use. Incident description was updated.

Event description:
The customer reported that the backrest function on the enterprise 9000x bed was inoperative. No injury was sustained. During the evaluation, an arjo technician found that the backrest actuator and dampener had failed, and the backrest inner hinge was broken. The identified damages indicate that the backrest likely collapsed while the bed was being used by a patient.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
The customer reported that the bed backrest function was inoperative on the enterprise 9000x bed. No injury was sustained. During the bed evaluation, an arjo technician found that the backrest actuator and dampener failed, and the backrest inner hinge was broken.